Manufacturer narrative:
Although the root cause cannot be identified, it is confirmed that true amplification was observed during run #(B)(6) on cobas lia analyzer (s/n (B)(4)). A review of the data shows that the previous run, #(B)(6), had generated a strong positive with an early CT value for sars-cov-2. Although it cannot be confirmed, it is possible that there was a sample mix-up during testing. Overall, no product problem was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from finland alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a and b negative) when tested on cobas liat. The same sample was retested on a separate cobas liat which yielded a negative result for all targets. The same sample was then tested a third time on a cobas 6800 analyzer yielded a negative sars-cov-2 result. Both positive and negative results were reported to the clinician. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.